Event description:
The report from the stlr registry indicated that this pt had treatment with cypher stents in the mid circumflex (mcirc) and lad. The pt presented 291 days later with occlusion of the lad at the area of the cypher stent. The pt also had disease in the pda. These two vessels were treated with emergency CABG. The two cypher stents in the mcirc were patent, but one had some luminal narrowing. Index: the report from the stlr database indicated that a pt was admitted with a positive stress echo and unstalbe angina type ib for a procedure to two vessels. During this procedure, a 2.5x23mm cypher was implanted at the proximal lad with 0% stenosis postprocedure. In addition, a 2.5mm mid cx was moderately tortuous at the proximal segment, and had 90% preprocedure stenosis. The de novo, type b2 lesion was eccentric with moderate calcification and no thrombus. The site was predilated with a 2.5x10mm balloon at 6atm.